Event description:
Customer reported the system is displaying a collimator iris potentiometer error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and the customer ordered and replaced needed parts. No further info is available.